Manufacturer narrative:
New information received on the 2019-08-15: the rotaflow drive was investigated from the maquet service technician with the summary report#: (B)(4) on the 2019-06-21 and -24: the flow display showed "free" which is a normal mode setting indication when the device is turned on. Therapy stopped but the device never shut off during the incident as initially was reported. To clear the error message the perfusionist shut the device off turned it back on and continued therapy on the patient with no further messages or alarms. As a precautionary measure he then transferred the disposable fluid set to another device and continued therapy on the new device so that this unit could be evaluated. The technician removed the front cover and inspected the circuit boards inside removed the bottom cover and inspected the circuity removed the battery cover and inspected the battery area and removed the drive unit covers to inspect the drive unit. All areas visually appeared normal. He then ran the device on a fluid test set over the weekend (about 70 hours) with no incident. The problem could be not duplicated. The preventive maintenance as per rotaflow pm protocol (see rotaflow service checklist with order#: (B)(4). The failure could not be confirmed therefore no probable root cause possible.

Event description:
Complaint#: (B)(4).

Manufacturer narrative:
Device not returned not eval.

Event description:
Rotaflow shutdown during use in ICU. Unknown error message displayed. No patient injury/harm. Complaint# (B)(4).